Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a change out procedure for normal battery depletion, the physician noted a tear in the electrode insulation right where the lead enters the header. Boston scientific technical services (ts) was consulted to see if using a repair kit was an option. Ts noted this would be considered off label use. The physician ultimately decided to explant and replace the electrode. No additional adverse patient effects remain in service.

Manufacturer narrative:
This report is being filed to correct the manufacturer name and address information and manufacturer site facility name and contact information.